Manufacturer narrative:
Update d9 - date device returned to manufacturer. Update h6 - code c19 and d15, the manufacturing records were reviewed. The device lot met all pre-release specifications. The primary reported failure mode of inability to deploy was confirmed as during the engineering evaluation, deployment could not continue by pulling on the deployment knob but could continue by applying traction on the zipper at the endo. This demonstrated the zipper to be functional. No cause could be identified concerning the observed deployment difficulty. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation. The returned device also exhibited a catheter kink. The cause for this damage could not be determined, but it is consistent with damage resulting from the reported inability to deploy, an unknown device interaction during withdrawal, or manipulation of the device either during or after the procedure.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, a4: patient age and weight are not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21: the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat superficial femoral artery occlusion. The right femoral artery was punctured. The guidewire with a single curved catheter smoothly entered the left femoral artery. After passing through the lesion with a v18 guidewire and a supporting catheter, the amplatz guidewire and the 8f sheath were replaced. The vsx device was delivered to target lesion. The deployment knob was pulled and encountered resistance, and vsx device couldn't be deployed. Therefore, vsx device was removed and another vsx device of same size was used to complete the procedure successfully. The patient didn't experience adverse consequence.